Event description:
A report received from the USA stated the device experienced hose damage. The device was not being used in surgery. It is unknown if injury or medical intervention were reported. No additional information was provided.

Manufacturer narrative:
The device has not been returned for evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent.(B)(4).